Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of over 600 mg/dl and high ketones. Customer was treated with intravenous saline and insulin via the pump, and was released from the ICU the follow day with no permanent damage. Reportedly, the pump shutdown due to not being charged. The pump was plugged into a power source and turned back on. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.